Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found that the top case and left plunger case were cracked. Occlusion testing was performed to test the device and the reported problem could not be verified. The root cause of the issue could not be determined as no physical damage or any other damage was found on speaker or interconnect board. Replaced speaker as a preventive measure. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).